Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump emitted "cassette not attached" alarm. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The testing of the returned device showed the device alarmed "cassette not attached" once the cassette was removed and pump latch/lock was closed. The issue was likely caused by an issue with the downstream occlusion sensor/cassette detector. The component was replaced to address the issue. The cause of the component issue was not definitely established.